Event description:
The surgery center reported haptic broke, not inserted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to aug 8, 2023. Section d6a: give date: n/a (not applicable). There is no indication that the device was implanted. Section d6b: if explanted, give date: n/a (not applicable). There is no indication that the device was implanted. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.